Event description:
It was reported that following the implantation of a sparc sling the patient experienced moderate de-novo difficulty emptying bladder. The "subject d/c with indwelling foley catheter to rehab facility after failed attempts to discontinue while in hospital. Catheter d/c according to documentation between (B)(6) 2015. Emr states voiding on own on (B)(6) 2015." The event was resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: corrected information.